Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 3 there was an air detected in cassette warning. The patient discovered fluid behind the cassette door and on the back of the cassette. In a follow up the patient's pd nurse verified knowing about the fluid leak report and said there was no harm, adverse event or intervention associated with the leak event. The night of the leak the patient completed treatment with a manual drain, but did resume using the cycler the next day without any ongoing issues. The cycler set has not been returned for analysis.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 3 there was an air detected in cassette warning. The patient discovered fluid behind the cassette door and on the back of the cassette. In a follow up the patient's pd nurse verified knowing about the fluid leak report and said there was no harm, adverse event or intervention associated with the leak event. The night of the leak the patient completed treatment with a manual drain, but did resume using the cycler the next day without any ongoing issues. The cycler set has not been returned for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.